Manufacturer narrative:
Eval: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.

Event description:
The iab was inserted into the pt on 2/16/98. On 2/19/98, the "gas loss" alarms sounded from the pump and blood was noted in the iab. The iab was removed and a second was inserted into the pt. The following was reported to datascope on 3/30/98: flecks of blood were noted in the tubing. The pump alarmed "gas loss". There was no pt injury or complication as a result of the event. It was reported that the pt expired on 2/20/98. [Event complications]: none from the event-reported 2/23/98 and 3/30/98. [Pt's current status]: expired-rpt'd 2/23/98.